Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿black foreign matter¿ was found in the fluid path (hub) of a bd safetyglide¿ needle prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: photo evaluation: 2 photos were provided for evaluation depicting a safetyglide needle reported to be from batch #7150520 (p/n 305916). Photos were evaluated. A single piece of apparently loose unidentified black foreign matter can be seen on the needle hub and numerous small black fm particles can be seen in the needle shield. It was not possible to tell whether the particles are loose or embedded. The size of fm in the photos was also not possible to identify. DHR review for batch 7150520 (p/n 305916): manufacturing dates: 07/23/2017 to 07/24/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150520 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: confirmed- product defect confirmed based on photo evaluation.